Event description:
The facility biomedical engineering department reported an infusion pump with a multichannel failure during pt use. A user facility report was rec'd stating two channels were in use infusing norepinephrine at 4ml/hr (4.27 mcg/min) and phenylephrine at 27 ml/hr (90 mcg/min) in order to maintain blood pressure and mean arterial pressure greater than 80. At 9:50am, the IV pump started alarming and the two medications stopped infusing. The facility reported the pump displayed "multichannel pump failure". The nurse changed to a different pump. During the pump change, the pt's blood pressure dropped for less than 5 minutes to 86/48 with a mean arterial pressure of 61. The ufr stated that the phenylephrine was increased to 100mcg/min and the norepinephrine was increased to 30mcg/min initially and then decreased in 10 minutes. The facility's risk management stated that there was no pt injury or adverse outcome. Although attempts were made by baxter quality management to obtain add'l info from the reporting facility, details were not available regarding the failure code and the pt identifier.